Manufacturer narrative:
Report date: 26may2021. There was no patient involvement.

Event description:
It was reported to philips that the device's fan keeps turning off and on, the battery will not hold a charge. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site and determined that the unit did fail to meet specifications. The fse replaced the power management (pm) board and resolved the reported issue. The device was then confirmed to fully meet specifications and placed back into service. The pm board was returned for failure investigation (fi). During the fi investigation, the reported issue could not be replicated, cycle testing did not replicate the reported failure, and no fault was found.